Event description:
It was reported that the patient was having coupling and/or communication issues with the device. The patient had stopped needing stimulation but recently developed a new pain area that she wanted covered. The last time any stimulation was felt was over 12 months ago, and the last successful recharging session was over 12 months ago. An overdischarge was confirmed, which the patient stated is the second one. On (B)(6) 2012 it was reported the patient had underwent a physician mode recharge (pmr), but had to leave the office prior to the battery recovering. A week later the patient had went through multiple 60 minute sessions. The patient was going to try to have the device replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).